Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3887-33, lot# j0315951v, implanted: (B)(6) 2003, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0101912v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Information was received by the patient that reported there was an infection at the right implantable neurostimulator (ins) and the infection was confirmed. The type of infection was (B)(6). A partial system explant occurred and the right ins was removed. The patient was implanted for essential tremor.